Event description:
Patient presented to the clinic for follow-up and dft testing. It was noted that the device did not deliver and the external defib was used. Thereafter, the device was in backup mode. Device image was reviewed and it was discovered that the device had shorted output stage detection and over- current detection alert. The device was explanted and replaced.

Manufacturer narrative:
Anaysis revealed that the device had a power-on reset in 2009. It was believed to be associated with the external defibrillation that was used on the patient during dft testing. Review of the egms showed the patient was induced in fib. The device charge and delivered therapy. It is believed an over-current detection occurred. The patient remained in fib, and the device tried to charge for the next therapy. The therapy was aborted due to shorted output stage detection. It is believed the competitor lead was damaged.